Event description:
During the case, an endostitch and needle were being used. The needle broke in half from the device and was lost in the patient's cavity. The needle is 9mm. Five (5)mm was retrieved. Approximately 4mm was unable to be retrieved or located within the patient. FDA safety report ID # (B)(4).